Event description:
Console circuit breaker trips when console is re-connected to wall current after running on backup power. The device contiued to function normally off backup power until the circuit break was manually reset. No tripping of circuit breaker occured once it was reset. There was no pt impact.